Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider stated that the nurse went to the patient home and reprogrammed the device within two hours. Outcome: resolved.

Manufacturer narrative:
Continuation of d10: product ID a810, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown baclofen, bupivacaine, fentanyl, and dilaudid (hydromorphone) via an implantable pump for unknown indications for use. It was reported that the nurse stated they were programming a bridge bolus for a patient who had a complicated pump today and accidentally programmed the wrong dose for the bridge (the previous dose but wanted the new). The technician (ts) specialist reviewed how to change the dose and flow rate would shorten the bridge by three hours. The hcp was on their way to the patient's home and will call back when they are with the patient to correct the programming. The drug information reads as: fentanyl 2250 old to new 2112 mcg/ml 718.9 mcg/day bolus new dose 674.8 mcg /day old dose dilaudid 1 mg/ml to 1.2 mg/ml 43 hours baclofen bupivicane bridge bolus .541 ml.